Event description:
It was reported that in the cardiology after the catheter was placed into the graft, the black tip broke and remained in the pt. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no add'l harm to the pt due to this delay or as a result of this occurrence. The tip remains in the pt as the clinicians were unable to find it. See MDR # 2242445-2012-00118 for the second event with this pt and device.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.